Manufacturer narrative:
Correction.

Event description:
New information received notes that the hv portion of the lead is still in use.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's rv pacing lead impedance has increased significantly. There were also high capture thresholds with no capture at maximum output. Malfunction of pace/sense portion and lead fracture was suspected. Programming changes were made until lead revision. Pace/sense portion of the lead was capped and replaced on (B)(6) 2017. Patient¿s condition was stable.